Manufacturer narrative:
(B)(6). Reported event was confirmed by review of the provided photograph. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. No device was received; however, a photo was received which shows the distal rubber tip has fractured off of the shaft. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left reverse shoulder replacement. Subsequently, the patient was revised due to glenoid loosening. During the revision, as the surgeon was using the glenosphere impactor, the head of the impactor broke off. The surgery was then completed using another device. No patient impact.